Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was damaged in the area where the cartridge is loaded causing the customer difficulty with loading a cartridge. There was no reported impact to the customer's blood glucose. No additional information was provided. Reportedly, the contact declined troubleshooting with tandem technical support.